Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from australia reports an event as follows: it was reported that on (B)(6) 2023 while inserting the last screw in s1, the patient¿s bone did not hold the planned screw as intended (not a good bite). The surgeon had to remove the planned (8x40mm screw) and insert in a (8x45mm) bi-cortically, then made sure that the other s1 (8x40mm) screw was also bi-cortical. Surgeon was then happy with both screw positions. Discarded the 8x40mm screw that was removed. During the case upon inserting the cage the surgeon was inserting the l4/5 cage, the inserter shaft did not engage well, the surgeon removed it from the patient with cage still attached. Upon inspection, the t bar was found to be bent at the tip, and the thread was worn out at the proximal end that engages into the knob. Another inserter from the set was used to insert the cage at l4/5. Then proceeded to insert l5/s1 cage using that second inserter. Once malleted into the disc space and the surgeon was happy with the positioning, he surgeon was unable to remove the inserter from the cage by turning the proximal knob as usual. The inner shaft then broke where the proximal end of the inner shaft is still in the inserter. The distal inner shaft with the t bar at the end came out from the cage. Cage is positioned well in disc space confirmed by x-ray. When the surgeon went to lock off the construct, both x25 final tightening shafts were worn out and just spun inside the head of the screw. Another tray of x25 tighteners were opened and one from that set was used to lock off the construct. The procedure was completed successfully with approximately 2 minutes of delay. There was no reported adverse patient impact. No further information is available. This report is for a moss miami spine system hexlobe driver 5.5 x25. This is report 4 of 4 for (B)(4).